Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that the phenomenon e216 error, occurred due to cable failure, a kink was found and due to this got failed. About cable breakage, we confirmed the contents of the instruction manual about shipping products and found the description below. We judge that the phenomena can be prevented by the description. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue, communication error with the camera head. (Error code: e216) was confirmed. Due to disconnection in cable unit, the endoscopic image cannot be displayed. (Error code e216. The following findings were also noted during device evaluation: the coupler unit has deteriorated, and cable is kinked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera had exhibited an error 216 communication error. The issue was observed during an unknown procedure. There was no patient harm or user injury reported due to the event. This report is related to linked patient identifier (B)(6).